Manufacturer narrative:
Results: the returned product was received complete. Visual inspection of the returned lead did not reveal any anomalies. The stimulation end, lead body, and terminal end were in good condition. Continuity testing was performed to analyze the channels' resistance and to verify the insulation characteristics between channels. Testing the lead revealed the lead passed continuity and stress (twisting, bending, and stretching) testing on all channels. The lead passed all functional testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient received the scs system including two leads on (B)(6) 2011. It was reported that while implanting the lead during the permanent procedure, one of the two percutaneous leads indicated high impedance and the sjm rep was unable to push stimulation. The physician elected to replace the lead with a new lead. The pt reported stimulation coverage post-operatively. No further pt complications were reported. The explanted lead has been returned to the MFR for analysis.